Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver shaft head was broken during final tightening. The broken piece of the instrument fell in the patient and was retrieved using general surgical instruments. The surgeon completed the surgery using another screwdriver. The surgery was delayed 15 minutes the screwdriver will not be returned because it was discarded at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. However the torque limiting handle which was used in conjunction with this handle was found to output torque outside of specifications and possibly would have contributed to this breakage. Reference report 3003853072-2018-00050 for the mating torque limiting handle.

Manufacturer narrative:
There were no indications of manufacturing issues which would have contributed to this event. The labeling provides instructions on the device usage.